Manufacturer narrative:
Device not returned.

Event description:
It was reported that the 25khz straight tip was overheating causing the plastic irrigation shield to melt onto the tip at the end of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.